Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged. Based on the photographic evidence provided, the side rail panel (plastic part) was fully detached from the side rail mechanism (the screws holding the side rail panel to the side rail mechanism were pulled out). The instruction for use for citadel plus bed frame (document number: 831.374_en) includes the following warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ it also includes information that the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. The side rail was damaged when transporting the bed with the patient between the wards. Arjo device failed to meet its performance specification since the side rail was detached. The bed frame was in use at that time. The complaint decided to be reportable due to the side rail detachment. No injury was claimed.

Event description:
The hospital's medical technician contacted arjo and informed about the malfunction of the citadel plus bed frame. One of the side rail panels was fully detached from the bed frame. The bed was damaged when transporting the patient on the bed between the wards. No injury occurred.